Event description:
It was reported that the device had error code "1261". There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of 1261 error code. Visual/functional testing was performed. The reported problem was verified by power up process testing. The cause is the real time clock battery (rtc) battery was broken from the lead. Replaced the rtc battery to correct the issue. The device passed all functional tests after the repair.